Manufacturer narrative:
Complaint statement (B)(4): received 1rk and 12pc 454322/b20043fb for evaluation. We have no further inventory of the material/batch. A review of quality, production, and maintenance documents shows no deviations in relation to the reported issue. Samples were visually inspected. Tubes were verified to be correctly assembled. No visual deviations were noted: no visible cracks or damage to the tubes which would cause leaking between inner and outer tubes was observed. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. It was found that the draw volume was slightly increased, which may lead to a slight overfill. However, the citrate to blood ratio is the important factor in coagulation testing. Mixing ratio between citrate and blood was found to be within tolerance. The complaint is not justified.

Event description:
Customer states blood pooled between walls of tubes and clinically significant difference in results with redraw. 2 patients results were affected and had clinically significant difference in results between "defective" tubes and redrew tubes. Customer advises 2 redraws of 2 different patients due to defective tubes - blood seen between the walls of the tube upon centrifugation. 2 different patients where drawn by 2 different phlebotomists. All samples were collected by venipuncture. Samples were filled to the indicated fill mark on tube. Samples were mixed correctly after collection. Samples were centrifuged in the fisher scientific accuspin 24c centrifuge for 1 minute at 8700 rpm.

Manufacturer narrative:
Gbo complaint (B)(4). We received 454322/b20043fb samples returned from the customer. Device evaluation is anticipated. Supplement report will be filed upon completion of evaluation.

Event description:
Customer states blood pooled between walls of tubes and clinically significant difference in results with redraw. Customer advises 2 redraws of 2 different patients due to defective tubes - blood seen between the walls of the tube upon centrifugation. 2 different patients where drawn by 2 different phlebotomists. All samples were collected by venipuncture. Samples were filled to the indicated fill mark on tube. Samples were mixed correctly after collection. Samples were centrifuged in the fisher scientific accuspin 24c centrifuge for 1 minute at 8700 rpm. 2 patients results were affected and had clinically significant difference in results between "defective" tubes and redrew tubes.